Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that it was difficult to insert the spiral router bit device to the router body. According to the reporter, after the router bit was replaced the surgery was completed successfully. It was also observed that the length of the undetachable bit was slightly longer length of the attachable bit. It was unknown if there were delays to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). The date of manufacture was unknown in the initial medwatch, the date of manufacture is apr 20, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be locked into the handpiece. The external features of the returned cutter were visually inspected. The cutter was examined on an optical comparator and it did not meet specs. The three units were evaluated and were found to be out of specifications and the cutter flat was too long. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper machining of the part during manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.